Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that there was no geometry movement. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer as the quote was cancelled. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.